Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row board cable was not properly positioned in the drawers. The field service engineer performed cleaning and reconnected the row board cable header on the drawer board of the half-height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer was jammed, unable to recover. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.